Event description:
A review of service data detected a reportable event. During servicing of battery pack which was returned for routine maintenance, it was discovered that the battery pack would not charge. The last patient to use this battery pack did not report any problems with it.

Manufacturer narrative:
Device evaluation summary: device evaluation battery pack has been completed. There was an unknown substance inside the battery pack. One of the cells was corroded. The root cause of the battery pack not charging was this unknown substance. The defective cells were replaced. The battery pack was retested and restocked. No adverse event resulted from the faulty battery pack. The last patient to use this battery pack did not report any problems.